Manufacturer narrative:
Medtronic received additional information that the batteries with lot number 0012458369 were installed on th3 8th november 2024. Battery power was required for patient transport and all the displayed battery charge indicator and battery alarms were working appropriately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a bio-console 560 instrument, the battery not holding a charge. During transport, the battery lasted 10 minutes. The instrument was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: the reported battery issue was not verified during service. During inspection the service technician found the battery to be above 13vdc. The service technician ran the unit on battery power for 25 minutes without a low battery error. The service technician was unable to duplicate the described problem. The service technician replaced the batteries as a precaution battery,12v,6.5 ah ,certified. Preventive maintenance was performed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6.3 eval code result (fdr/annex c) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.